Event description:
According to the reporter: surgeon stated the pt incision had some dehiscence and was splitting at the surgical site. Current paint status: pt is doing fine. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc-no. There was no unanticipated tissue loss. Reported: increased scaring at the incision sire. The incision was not extended by more than one inch-no. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the pts cavity. No device fragment or component was left in the pt. Correct this condition-incision was treated at the doctors office.

Manufacturer narrative:
(B)(4).